Event description:
A published article dicussing the treatment of a pt who had developed an infection post implant, entitled "the use of a sump antibiotic irrigation system to save infected hardware in a pt with a vagal nerve stimulator. The article references a female pt who presented to the emergency room with a 3-day history of fever and an erythematous anterior chest incision that was warm and tender to touch. The pt underwent treatment for 7 days using the sump antibiotic irrigatio system while maintaining IV vancomycin as well. Oral antibiotics were maintained for two weeks after discharge. The pt remains free of evidence of infection 8 months after undergoing the procedure. Report is incomplete becuase the article author declined manufacturer's requests for additional info.